Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Transmitter was not returned to senseonics since it was still being used during the time of investigation. However, patient's sensor which was returned as part of another complaint was investigated and the root cause was due to the malfunction of the optical sensing system of the sensor, which prevented the system from displaying appropriate glucose value and a sensor replacement was recommended. However, the reported incident could not be duplicated during the investigation.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where the user experienced a hyperglycemia event.